Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information was received, the physician elected to remove the lead and place the new lead in a different vessel based on electrocardiogram. There was no lead dislodgment, and the physician felt a better position would yield a better electrocardiogram. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown reason. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information was received, the physician elected to remove the lead and place the new lead in a different vessel based on electrocardiogram. There was no lead dislodgment, and the physician felt a better position would yield a better electrocardiogram. No additional adverse patient effects were reported.